Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion at approximately 21.0 cm from the connector pin. This likely contributed to the reported nosie anomaly.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced. The patient was in good condition after the procedure.